Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. Additionally, two not-reportable error codes were found in the device's error log relating to a 'ventilator inoperative defective eeprom' and an 'unable to write event log'. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the errors. No repairs were performed. The device will be scrapped per the customer's request.